Event description:
It was reported during in clinic follow up that the left ventricular lead exhibited loss of capture. Fluoroscopy revealed that the lead had dislodged. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events were dislodgment and failure to capture. As received, a complete lead was returned for analysis. The s-curve was measured, and it was within product specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.